Event description:
It was reported during self-check with an ak 96 machine, a water leak was observed from the bicarbonate connector. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was inspected on site by a qualified technician. During evaluation, it was observed that the bicarbonate connector had a water leakage. To resolve the issue, the qualified technician replaced the o-ring of the bicarbonate connector and a successful simulation test was performed after. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.